Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25aug2019. Fse reported after performing pm on vent the unit began to fail extended self-test (est) with error code 3105 (exhalation flow outside range). Fse determined the body check valve at cv4 was damaged. Fse replaced the body check valve at cv4 to resolve the issue. The unit passed electrical safety and performance verification testing after the repair. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Field service engineer (fse) reported unit failed preventative maintenance. There was no patient involvement.